Manufacturer narrative:
(B)(4). The total daily insulin totals for (B)(4) 2013 add up correctly: the basal total is 10.2units = bolus total 25.1units = tdd 35.3units. The rest of the daily insulin delivery totals were reviewed and were found to correctly reflect the user's programmed basal rates showing the pump was delivering accurately. There were no errors or alarms associated with the complaint in the black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed; the pump passed and was found to be delivering within the required specifications. There was no defect found on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's blood glucose (bg) was elevated all day on (B)(6) 2013 and (B)(6) 2013 and some elevated readings on (B)(6) 2013. The patient's blood glucose (bg) had been elevated to 400smg/dl with moderate to severe nausea and vomiting and large ketones. The reporter stated that they contacted the patient's endocrinologist and the endocrinologist felt that the pump was malfunctioning and to stop the pump and be put on a backup plan. Per the endocrinologist, the patient was started on lantus and regular insulin injections. The reporter stated that the endocrinologist suggested for the patient to continue pump for two hours for basal delivery until the lantus takes effect. The endocrinologist requested that the pump be replaced. Customer support (cs) reviewed the pump with the reporter that all settings were correct but there was a discrepancy of the total daily dose on (B)(6) 2013 but there was no bg excursion that day. The reporter stated that the patient has asthma but currently is not experiencing symptoms and not taking medications for it now. During troubleshooting, cs did not find any inaccurate delivery issues. This complaint is being ruled out because the bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event and there was no malfunction with the pump. This report is being made due to the patient's bg excursion while on insulin pump therapy.